Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. No specific amount of inaccuracy was reported to the medtronic representative. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the alleged inaccuracy amount was 6-10 mm on average.a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
A medtronic representative, following up with the site, tested the navigation system after the procedure and observed the emitter had a reduced tracking volume. Replacement device shipped to site on (B)(4) 2015 for issue resolution. A medtronic representative replaced the emitter (field generator) and reported the system is functioning as expected. A review of the patient exams found the 3d model looked good. Noise that was surrounding the model was easily removed by adjusting the threshold. On (B)(4) 2015, a medtronic representative performed a training session with the or staff on the use of the navigation system. Medtronic investigation of returned suspect device finds that the field generator is fully functional. The field generator was connected to a test system with the ent application. A registration probe was successfully verified with an error of 1.0 mm. Verification, tracking, and accuracy with this emitter looked normal. The entire phantom head model was navigated successfully with no issues. Navigation was possible out to 13 inches. The emitter passed the pegboard test with an error of 1.960 mm. Flexing the cable does not indicate any intermittent opens. No fault found.